Event description:
Nurse reported that customer was admitted as an inpatient to a hospital for diabetic ketoacidosis. Troubleshooting was performed and pump programming and function appeared to be normal. Advised nurse to call the help line to complete troubleshooting.